Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # 0208320397, implanted: (B)(6) 2014, product type lead; product ID 3389-28, lot # 0208043905, implanted: (B)(6) 2014, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 37085-60, serial # (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information received reported that the entire system was explanted on (B)(6) 2014. It was noted that the event was resolved without sequelae. Additional information received reported that the following medications were administered on (B)(6) 2014: paracetamol, perfalgan and one day later tramadol. It was noted that the patient was given levofloxine 500mg on (B)(6) 2014 and one day later was given levofloxine 750mg and rifampicine 600mg.

Event description:
It was reported that there was implantable neurostimulator (ins) infection. It was noted that there was pain, swelling, redness of scar with hyperthermia and asthenia. It was noted that diagnostics included imaging that showed normal for this patient. It was noted that laboratory testing was abnormal and showed white cells at 14000, c-reactive protein (crp) was 87. It was noted that the event was related to the leads and extensions. It was noted that the event resulted in in-patient hospitalization, emergency room visit, urgent care visit, and an unscheduled clinic or office visit. It was noted that the implantable neurostimulator (ins) and extensions were explanted and not replaced. It was noted that the outcome was ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received updated the description to add warmth.

Event description:
Additional information received indicated that the outcome was updated to unresolved at time of study exit/death/study closure.

Event description:
Additional information received reported the extension was explanted and not replaced on (B)(6) 2014 and the lead was explanted and not replaced on (B)(6) 2014.

Event description:
Additional information received reported vancomycin and cefotaxine were also administered on (B)(6) 2014. Etiology was also updated to include the neurostimulator and was noted to be related to surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.